Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had dislodged multiple times and exhibited a high unipolar impedance. The lv lead was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited a loss of capture and a high unipolar impedance. It was further reported that the cardiac resynchronization therapy pacemaker (crt-p) stopped pacing the rv during the implant procedure. It was determined that this was likely due to the device feature that monitors and adjusts the lv pacing amplitude thresholds being on before the implant procedure, and the feature was running an atrioventricular condition check at the time of the procedure. The crt-p and the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had dislodged multiple times and exhibited a high unipolar impedance. The lv lead was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited a loss of capture and a high unipolar impedance. It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) stopped pacing during the implant procedure. It was determined that this was likely due to the device feature that monitors and adjusts the lv pacing amplitude thresholds being on before the implant procedure, and the feature was running an atrioventricular condition check at the time of the procedure. The crt-d and the rv lead remain in use. No patient complications have been reported as a result of this event.